Event description:
The customer reported that images displayed a microcalcification on the pt image obtained with the philips system. There was no report of misdiagnosis.

Manufacturer narrative:
(Eval method): the device cannot be evaluated at this time as there is not enough info to determine whether there was a malfunction in the non mammo applications which are cleared for market in the USA. Note: the mammo application is not cleared for market in USA.